Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient experienced low blood glucose (bg) of 49mg/dl with agitation after receiving seven times the amount of insulin needed because the insulin sensitivity factor (isf) had returned to default setting on the meter remote. The patient¿s bg was reportedly treated with fast acting carbohydrate, and the patient¿s bg at the time of the call to animas was reportedly 326mg/dl with no symptoms. The reporter stated that a caretaker was delivering the bolus, and did not check the isf setting on the meter remote to compare it to the setting on the pump, and the bolus that the patient received was subsequently seven times the amount he should have received. The reporter stated that the pump¿s isf was set to 1unit:350mg/dl, but the meter remote had reset to the default of 1unit:50mg/dl. The reporter stated that the issue had occurred previously and both the pump and meter remote were previously replaced. The reporter noted that the communication between the pump has been lost over 12 times, and that seems to be when the isf in the meter remote goes back to default. The reporter stated that she thought that¿s what happened in this case but could not confirm that with the caretaker. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient received unintended insulin due to the isf setting in the meter remote returning to default.